Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. Event log history was unable to be downloaded. During analysis, the device was powered up and it alarmed "ec1260" which is a corruption of the memory of the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was presenting with error 1260. This issue was discovered during testing. There was no patient present at the time of the event. No adverse events reported.